Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer experienced intermittent unresponsiveness of the ilet sleep/wake button on a recently replaced device, where the device required multiple button presses to wake despite the battery being sufficiently charged; the issue improved after a device restart, and the customer was advised to monitor. Symptoms included no reported adverse physiological effects. Outcomes included no impact to health and no medical intervention or hospitalization. Investigation included troubleshooting and user education via customer care. Investigation of this case revealed that the device functioned as expected after restart, indicating transient performance of the user interface button. It was concluded that the event was non-serious with no patient harm and that the device remained usable following standard troubleshooting.